Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the index procedure, per core lab analysis, there was 66.35% stenosis of the proximal rca. At the time of the event, cardiac enzymes and EKG were both "unremarkable". Core lab analysis of the restenosis found "focal in-stent stenosis at the distal edge of the study stent". It is the opinion of the physician that the event is unrelated to the taxus liberte stent.

Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed inducible ischemia, angina, and restenosis. The 80% stenosed and 26mm long lesion was located visually in the mid right coronary artery (rca). However core lab analysis indicates that it is in the proximal rca. There was a reference vessel diameter of 3.0mm. The lesion was predilated and a 3.0x38mm taxus liberte stent was deployed followed by post dilation resulting in 0% residual stenosis. A non target lesion located in the 1st diagonal was treated with poba resulting in 10% residual stenosis. The patient was discharged one day later on aspirin and clopidogrel. At 1423 days post index procedure, the patient complained of chronic chest pain and anginal symptoms which was relieved with medical therapy and was admitted to the hospital. It was reported that at that time, the patient was taking clopidogrel and aspirin. It is notable that in the month previous, the patient had a positive stress test that showed inducible ischemia. One day post admit, the patient underwent coronary angiography which revealed restenosis of the rca. Visually, there was 30-40% stenosis in the proximal section of the rca and 80% in the mid at a junction of two overlapping stents. Core lab analysis found 54.74% stenosis of the proximal rca (per the site was mid rca). The lesion was treated with cutting balloon angioplasty resulting in 0% residual stenosis. The event was considered resolved with no residual effects and the patient discharged one day later on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).